Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0ammq, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care professional (hcp) reported that the patient was not feeling stimulation. The patient thought the therapy helped initially but it no longer improved her symptoms. Someone went to help the patient with some reprogramming 1-2 weeks prior to report and she thought he mentioned something about a broken lead. The hcp did not recall if the patient had any falls or trauma. Impedance measurements were gotten as follows: c/o- 1111 c/1-500's c/2- 500's c/3- 500's 0/1- 1111 0/2- 1147 0/3- 1147 1/2- 1111 1/3- 1111 2/3- 1111. These readings were taken at 1v, 210pw. It was inquired if the readings were abnormal. There was no access to the clinician programmer or patient at the time of report. Additional information from the hcp reported that the patient first started experiencing the loss of therapeutic effect in approximately (B)(6) 2014. Reprogramming was done on (B)(6) 2015 and (B)(6) 2015. It was note that there were two possible broken leads. Further information from the consumer reported an unusual situation where during the day, the patient went 2-3 hours without going to the bathroom but at night, she got up every 15 minutes. She felt the impulses to go. It happened on the night of (B)(6) 2015 and they tried to use the patient programmer (pp) to keep ahead of the symptoms but were unable. Help was needed on how to use the patient programmer. After working out with manufacturer representatives (rep) post implant to make adjustments, the patient was fine until about (B)(6) 2015, when all of a sudden she could not control herself. They met the rep at the hcp's office and the rep helped them with the pp (around (B)(6) 2015). It was determined that the antenna was not placed over the implant. The stimulation was increased from 2.2v to 2.6v and the patient felt stimulation. The patient was indicated for urinary dysfunction/ sacral nerve stimulation and gastrointestinal/ pelvic floor. No further information was provided. If additional is received, a follow up report will be sent.